Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was identified that the usb port was damaged due to bent connector pins;. The exact cause is unknown but appears to be a user-related event. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician had experienced issues with her tablet. The physician reported that the tablet had been having issues, but on (B)(6) 2016, the tablet was no longer functioning. It was reported on (B)(6) 2016 that the tablet stopped working altogether and that a plastic portion on the tablet had broken off. The tablet has been returned to the manufacturer and is pending product analysis. The manufacturer has provided a replacement tablet to the physician.